Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer stopped using the insulin pump since (B)(6) 2013 because it kept giving too much insulin through the night. Customer's blood glucose was 69 mg/dl at time of call and drank soda to treat. Customer thought there was nothing wrong with the insulin pump. Customer also declined to troubleshoot. No further information provided.